Event description:
It was reported that the patient was admitted to the hospital due to the complication from their spinal cord stimulator (scs) implant procedure. The patients spinal cord was punctured. Fluid leak and increased pain was noted. Additional information was received stating that the patient was seen at the 6-week follow-up and was doing well.

Event description:
It was reported that the patient was admitted to the hospital due to the complication from their spinal cord stimulator (scs) implant procedure. It was mentioned that the patients spinal cord was punctured. Symptoms of fluid leak and increased pain were noted. No further information has been obtained.